Event description:
It was reported that the patient was taken by ambulance to the emergency room (ER) due to hypoglycemia. The patient's blood glucose levels dropped to 31 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include loss of consciousness. The patient was treated with glucose and blood work was performed; she was released after spending 7 hours in the ER.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The downloaded data returned an 0x1c alarm, indicating the pump had reached expiration time after 80 hours of operation. The downloaded data confirmed that the device ran for 80 hours. Inspection of the device did not find any issues that would result in the pod failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls. No other defects or damages noted.